Event description:
Patient reported "started to feel healthy problems similar to a virus... A liquid near breast implants occurred, and also capsular contracture... Later reported "arthrosis and premature menopause". Per pathology results, cd30+ t lymphoma, in differential diagnosis anaplastic large cell lymphoma, alk negative (alcl, alk-)/ breast implant associated alcl. Lymph nodes in axilla diagnosed via MRI, bia-alcl was diagnosed with special diagnostic test (t lymphocytes, cd30+). Later reported "b-symptoms of weight loss, fever, night sweats, premature menopause (due to chemotherapy), severe anemia", "second degree arthritis in small joint and knees (due to chemotherapy)", pain in muscles and joints, respectively". Device has been explanted. This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, capsular contracture, baker grade unknown, and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade unknown, and lymphoma - alcl. Photo analysis: device photograph(s) for the device related to the reported event of seroma-late, other medical and capsular contracture was reviewed on july 30, 2024. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: seroma-late: unable to observe. Other-medical: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3023356 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, the device will not be received at the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.